Event description:
I know you are now well-aware of the complications of metal on metal hip prostheses, so I won't detail all of those problems. I want to draw attention to the fact that by blood test for the intervening years between the r thr surgery, 2009 and the revision surgery in 2015 were, with one exception, "within normal limits." Because of the declining function of the hip an ultrasound and x-ray were ordered in (B)(6) 2015. These showed the destruction of the tissue around the joint as well as a river of grey sludge surrounding the joint, destroying tissue and flowing down the femur, all of which had to be cleaned out before the incision could be closed. Consequently, there is a lot more damaged tissue and bruising to clear up. Also, a lot more bone had to be removed and the cavity repaired. It's still painful to bear weight several weeks after surgery. A lot of doctors and pts are not relying on blood tests. I want to draw attention to the inadequacy of this.